Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was phrenic nerve irritation at low output with the lv lead. The lead was explanted and replaced and the issue was resolved.